Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/patient's one touch ultra meter was displaying an "er4" message. This complaint was classified based on the customer care advocate's (cca) documentation. The reporter alleged that the product issue began at approx 11:00 am on (B) (6) 2010. It is not known when the pt had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages his diabetes with diet and oral medication (medication specifics not provided). The reporter confirmed that the pt did not change his usual diabetes regimen due to the alleged product issue. Two hours after the alleged meter issue began, the reporter claimed that the pt became shaky and was losing his balance. It is not known if the pt was able to test his blood sugar at the onset of his symptoms. The reporter was unable to confirm if the pt required treatment for his symptoms. The cca documented that the reported "er4" did not occur during the troubleshooting session and that the alleged issue was not resolved with training. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.